Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The customer explained that after a power outage, the device turned off and could not be turned back on. Upon troubleshooting fse identified a malfunction in the m-cabinet power distribution unit, which was preventing energy from being supplied to the device. To resolve the issue, fse replaced the mains power distribution assembly cabinet front panel, and the system was returned to good working condition. The codes were updated based on the investigation outcome.